Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.